Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This emdr is being submitted for unknown number of wafers out of one box of ten wafers. The end user's spouse reported that the starter hole of wafer was off centered. He provided the limited information because of being busy at the time of reporting the issue and even did not provide the quantity from the current box. He stated that they used some of the wafers on her who also reported that she tried to angle the wafers. Also, he did not acknowledge any leakage or associated skin irritation. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 9618003.

Event description:
This emdr is being submitted for unknown number of wafers out of one box of ten wafers. The end user's spouse reported that the starter hole of wafer was off centered. He provided the limited information because of being busy at the time of reporting the issue and even did not provide the quantity from the current box. He stated that they used some of the wafers on her and reported that he tried to angle the wafers. Also, he did not acknowledge any leakage or associated skin irritation. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. Batch record review: lot 2c00939 was manufactured on 06/mar/2022, in convex 2 pc (wct) line, with a total of (B)(4) market units (mkus). Compliance engineer performed a batch record review on 29/mar/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1156501 and manufacturing order (B)(4) . Therefore, no discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: during the event summary and impact evaluation of this nonconformance report (ncr), with the support of the triage team expertise, the most probable causes of the problem identified: machine/equipment: machine and process current design. Lifecycle of k-tool mechanical components had not been standardized as part of the machine preventive maintenance (pm). Method: there was not a visual aid or job aid on how to use the qc tooling. There was not a detailed visual aid or job aid on how to perform the mass station set up. There was not a standardized visual aid for the flange loading stations and certification process for the station. The appropriate actions will be taken through the corrective and preventive actions (capas). The investigation associated with related event record has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.